Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Customer returned 1 broken, and 47 unused, loose vtb042525 with an unknown lot number. Using microscope visually checked broken file. No manufacturing defects or markings were noted. Approximately 1.89mm was broken from the tip. Using microscope visually checked unused files. No manufacturing defects or markings noted on files. Using the ansi plan with and aql of 1.5 using normal sample plan randomly selected and tested 8 pieces. Measured the files using tm-0061 on nikon 4 according to the specifications from (B)(4). Unused product has been analyzed and was found in compliance with specifications. Root cause of breakage is unknown.

Event description:
It was reported that a profile vortex blue file broke in a patient's tooth during use. The broken piece could not be retrieved and was incorporated into the filling.